Event description:
Heartmate 2 patient with history of heparin induced thrombocytopenia (hit) presents with first event left ventricular assist device (lvad) related hemolysis in the setting of international normalized ratio (inr) 2.6. Aspirin therapy was discontinued < 1 month prior to this event due to gastrointestinal bleeding. Lactate dehydrogenase (ld) peaked at 1335 prior to exchange.